Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an j&j field service specialist (fss). The fss found no issues with the operation of the equipment. The fss performed a field service checklist. The system was verified for all modes of operations. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear on the left operative eye resulting in a vitrectomy surgical procedure. The surgery center indicated the surgeon experienced vacuum issues when the capsular tear occurred. The procedure was completed, and the intraocular lens was implanted in the sulcus.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and complaint history were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.